Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device started to heat up and smell burnt during use.